Event description:
A customer obtained biased digoxin quality control results for several weeks using another manufacturer's control fluid. Biased results of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.